Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and non-functional. Customer¿s blood glucose level was 174 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue; however, no response was received.